Event description:
It was reported that power button was unresponsive on pump. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.